Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 205 mg/dl. The customer stated that the reservoir was discarded. The customer stated the leak out the back end. The customer stated insulin never made into the pump, no liquid in the pump. The customer stated the leak is past 2nd o-ring. The customer was advised to return the reservoir for analysis. The customer was advised that we will replaced reservoir.